Event description:
It was reported by a teacher from the department of hematology at the hospital, inserting powerpicc today. "When I opened the package, I found that the support guidewire inside the catheter was discounted. Since the patient was ready, the teacher continued to place the catheter without replacing it, and now it has been successfully placed. However, the teacher reported that she would be worried, first of all, it was difficult for her to assess whether the discount had broken and caused scratches on the catheter, and it was also difficult to assess whether the catheter would be damaged when the guidewire was withdrawn." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed; however, the root cause could not be determined. Two photographs of a stiffening stylet and powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a bend in the stylet in the distal portion of the stylet. The bend was observed while the stylet was still inserted in the catheter in one of the photographs. No use residue could be seen on the sample. Although a bent stylet was evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by a teacher from the department of hematology at the hospital, inserting powerpicc today. "When I opened the package, I found that the support guidewire inside the catheter was discounted. Since the patient was ready, the teacher continued to place the catheter without replacing it, and now it has been successfully placed. However, the teacher reported that she would be worried, first of all, it was difficult for her to assess whether the discount had broken and caused scratches on the catheter, and it was also difficult to assess whether the catheter would be damaged when the guidewire was withdrawn." No other information was provided.